Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced due to an unspecified issue of the product turning off. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.